Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on an unknown date. Legal counsel for patient reports patient allegations of pain, elevated cocr levels and tissue/bone destruction. Additional information received in patient medical records indicates that the revision procedure took place on (B)(6) 2013 was due to pain and elevated metal ion levels. The operative notes confirm that the head and taper were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on an unknown date. Legal counsel for patient reports patient allegations of pain, elevated cocr levels and tissue/bone destruction. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay the revision date, the reason for the revision procedure and blood test results, which were unknown at the time of the initial medwatch.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history and manufacturing records found no evidence of product non-conformance. Evidence of scratches, discoloration and deformation were noted on the modular head, which is most likely due to removal of the implants during the revision procedure. A conclusive root cause could not be determined without additional information.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states: "material sensitivity reactions." And number 14: "intraoperative or postoperative bone fracture and/or postoperative pain." And number 15: "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00388 & 03698).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on an (B)(6) 2009. Legal counsel for patient reports patient allegations of pain, elevated cocr levels and tissue/bone destruction. Additional information received in patient medical records indicates that the revision procedure took place on (B)(6) 2013 was due to pain and elevated metal ion levels. The operative notes confirm that the head and taper were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.